Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The asl module has some how shorted and melted the connectors causing the joystick to be damaged.